Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer stated that there is no damage to the device. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was not able to power the device, not able to very what the alarm is.

Manufacturer narrative:
The pump passed the displacement and self tests. All operating currents were within specification. No unexpected blank display was noted. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.